Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have possibly delivered an inappropriate shock f or atrial tachycardia/atrial fibrillation (af) with rapid ventricular response (rvr). In addition, t-wave oversensing (twos) was noted on the right ventricular (rv) lead. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.